Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of hospitalization was 28mg/dl. The customer's most current level was 257mg/dl. The customer was treated for the lows at the hospital. Troubleshoot as conducted. The customer was unable to upload pump to carelink. The customer was advised the pump would have to be replaced. The mother declined to replace and return pump at this time.